Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. The date of implantation is unknown. It is reported the rods remained locked, however they were explanted as a result of the screws being explanted. The rod part numbers were not provided and the rods were not returned for evaluation. The rod part numbers were requested but have not been provided at this time. If the rod part numbers are identified additional reports will be submitted. Report four of eight for the same event, see also 3004485144-2016-00021 through 00028.

Event description:
The sales associate reported a polaris revision due to pain, breakage and loosening. It is reported the screws loosened at the bone-screw interface; the rods remained locked. The screws and rods were removed without incident.

Manufacturer narrative:
The hf plugs item # 2000-1005, lot # j3525722 were returned for evaluation. Visual inspection of the items show normal use of the screw. The threads seem to be appropriate with no visual imperfections. The rods remained locked therefore the plugs had no impact on the complaint. There is no malfunction mentioned with the plugs. They were returned as part of the system used. The DHR (device history record) for hf plug item # 2000-1005, lot # j3525722 was reviewed. The polaris plug screws were received and inspected with no non-conformances noted. There are no indications of manufacturing issues which would have contributed to this event. The complaint is non-verifiable that the bone-screw interface was loose. The root cause cannot be conclusively determined but patient bone quality may be a contributing factor. Supplemental report four of eight for the same event, reference 3004485144-2016-00021-2 through 3004485144-2016-00028-1.